Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot# involved (201617992), on a total of (B)(4) smr glenosphere dia.36mm manufactured with this lot#. No other complaints reported on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Second revision surgery due to shoulder dislocation done on (B)(6) 2017. According to the information reported, this second revision surgery was done only one week after a first revision surgery ever due to shoulder dislocation, performed on (B)(6) 2017 (reported to FDA as emdr 3008021110-2017-00067). During this second revision, the glenosphere and the stem were replaced and a retentive liner was also implanted to add stability. Surgeon satisfied with the final stability of the implant. Event happened in (B)(6).